Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual product involved with the incident reported will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the finished good lot reported. Needle supplier which is our customer as well was contacted to verify if there were any quality issues related to these needle batches. Supplier confirmed that no ncr's were generated as part of the mfg process of the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. Per add'l email communication received on (B)(6) 2014, attempts to locate the tip of the needle were unsuccessful and a postoperative abdominal x-ray was performed, which revealed no radiopaque foreign body. (B)(4). Item #sxpd1b400 stratafix spiral pdo knotless tissue control device. CT-1 0 pdo 20cm, lot mbys210.

Event description:
"During laparoscopic uterine myomectomy, the uterus was sutured with stratafix. The scrub tech noted that the tip of one of the stratafix CT-1 needles was missing. Attempts to locate it were unsuccessful and a postoperative abdominal x-ray was performed, which revealed no radiopaque foreign body. (B)(4).